Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effect of death is listed in the supera peripheral stent system, instructions for use (IFU), as a known potential effect. Although a conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). A review of the job traveler revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database and a review of the historical data revealed no other similar incidents reported from this lot. It should be noted that the reported patient effects of dissection and hemorrhagic event, are listed in the supera peripheral stent system, instructions for use (IFU). Based on the reviewed information, no product deficiency was identified.

Event description:
(B)(4).

Event description:
It was reported that a supera stent delivery system was advanced to the iliac artery. During either stent deployment or stent delivery system removal, the stent elongated into the other iliac artery. The patient expired during this hospitalization. There was no additional information available.